Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that there were big air bubbles in the reservoir. The customer¿s blood glucose was 98 mg/dl at the time of the incident. The customer reported that when they got to the tubing part or the top of the reservoir it was not getting the bubbles out and they cannot get the insulin. Approximate size of air bubbles was big and it was big bubble. When air bubbles were noticed while filling process, right on the top of the reservoir. The reservoir will not be returned for analysis.